Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oaz and the similar event, there was the possibility that this phenomenon was attributed to the temporarily blocked of the forceps elevator movement due to a foreign material attached around the forceps elevator.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Olympus (B)(4) contacted to the user, the user stated that it was not clear on what actually was the issue. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the annual inspection, it was found that the forceps elevator remained been raised and did not move down at all. There was no report of patient injury associated with the event.